Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not close. Took new instrument to complete the case. No further info is available. There were no adverse consequences to the pt.